Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of three resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure for colon screening performed on (B)(6) 2025. During the procedure, the clip did not deploy. The same issue occurred with the other two resolution clip devices. The procedure was completed using a non-bsc device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.